Event description:
It was reported from (B)(6) that it was observed that the lid on the small battery drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the motor had seized, failed and was rough running. It was further reported that the device did not run counterclockwise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had seized, failed and was rough running. It was further noted that the device does not rotate counter clockwise. Therefore, the reported condition was confirmed, the assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.